Event description:
Patient revised for infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other related reported incidents against the provided product and lot combination since its release for distribution. The initial reporting stated no additional investigational inputs information was available. The investigation could not draw any conclusions regarding the reported patient infection. No evidence was found suggesting product error was a contributing factor. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.